Manufacturer narrative:
Product event summary: the full lead was returned in segments, analyzed, and the outer insulation of the lead developed a breach due to non-electrical esc (environmental stress cracking) while in vivo.

Event description:
It was reported that the patient's right ventricular (rv) lead had high impedance. The lead was explanted and replaced. As well, the patient's bi-atrial lead was explanted and replaced due to system upgrade. The lead subsequently tested out of specification during the manufacturer's analysis.&#2062;o patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.